Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. The customer's address is unknown. New jersey, USA has been used as a default. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd safetyglide¿ insulin syringe thumb press was broken. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: we have a decent number of insulin syringes in h20 that are broken at the end of the plunger to help draw it back.

Event description:
It was reported that the bd safetyglide¿ insulin syringe thumb press was broken. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "we have a decent number of insulin syringes in h20 that are broken... At the end of the plunger to help draw it back."

Manufacturer narrative:
H6: investigation summary: customer returned an image of 0.5ml, 31 guage, 6mm sg syringe from lot 1343773, cat # 328447. The image shows the plunger rod is missing its thumbpress. The damage at the base of the plunger rod suggests it may have been cut or broken off which resulted in the broken syringe. A review of the device history record was completed for batch# 1343773. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Bd was able to confirm the customer¿s indicated failure. A definitive root cause cannot be determined. H3 other text : see h10.